Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08943. It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex artery. A 2.25 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, while advancing the device, it was noted that the stent delivery system fractured. The device was pulled out and was completely removed from the patient. A 2.25 x 20 synergy ii drug-eluting stent was then advanced; however, the stent came off the stent delivery system. The physician intended to retrieve the dislodged stent, but was able to wire the stent and inflate it. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.